Event description:
Patient was revised to address infection and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the head and stem part and lot number combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the glenoid was unavailable. The investigation could not verify or draw any conclusions about the reported infection; however, infection after approximately one-year implantation is unlikely to be product related. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 19 years of implantation. Provided information states the parts have been implanted for 19 years, since 2003. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.